Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was not receiving insulin from the insulin pump. Customer's blood glucose level was 476 mg/dl. The customer experienced high blood glucose levels for the last two months. She treated her high blood glucose with an injection. The customer changed her infusion set every 6 days. The device was not returned.